Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was reported there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the door not fully latched messages which were not reproduced during eval. The alarms were confirmed through a review of the event history log. The door latches close, but w/excessive force being required to close door and if not applied may cause unit to go into a door not fully latched alarm. The door hooks and latch pins were replaced.